Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Oversensing of noise and a decrease in the rv pacing impedances measurements and sensing were also noted. Testing was able to reproduce noise on the rv channel. Surgical intervention was performed and the rv lead was tested with a pacing system analyzer where similar measurements were observed. The physician noted an abrasion in the insulation above the yoke which may have been the cause of the reported clinical observations. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.